Manufacturer narrative:
The ge service representative performed an on-site investigation. The u36 was seated into its socket and the voltage was verified and adjusted to the fluoro functions board and the printed circuit board. The system was tested and found to be working as intended and was put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.